Event description:
The physician informed the nurse that a gastrointestinal (gi) pill study did not fully download and that almost all of the study was not recorded and did not download. Given technical support was called and a ticket number was created. The study was downloaded onto a cd and is being sent to given technical support so they can research the problem.